Event description:
It was reported that balloon rupture occurred. The target lesion was located in the complete total occluded anterior tibial artery. A 2.0 mm x 30 mm x 143 cm nc quantum apex balloon catheter was advanced for vessel dilation. During the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and replaced with another balloon of the same model, allowing the procedure to continue. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the complete total occluded anterior tibial artery. A 2.0 mm x 30 mm x 143 cm nc quantum apex balloon catheter was advanced for vessel dilation. During the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and replaced with another balloon of the same model, allowing the procedure to continue. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated.